Event description:
While attempting to reach the bathroom, pt detached foley catheter from gravity bag and handed the foley to the nurse. Balloon was not inflated. Supv checked the foley with 10 cc syringe of air. Air was leaking from around the green band. No pt injury.